Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor might have had an intermittent failure that was not detected during testing. Occlusion test and excessive no delivery test was not performed due to motor error alarms. The device had minor scratched display window, cracked reservoir tube lip, broken belt clip slot, and stained sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer also reported that the insulin pump returned multiple no delivery alarms during the rewind process. Customer reported that several more motor error alarms were returned. Blood glucose level was 414 mg/dl. Customer treated with an insulin pen. No further information was provided.